Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24370) leaked at the warming cassette. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
Patient specifics are not availale. Date of event is unknown. Initial reporters' occupation is unknown. Product has not been returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.